Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with minor palpitations on (B)(6) 2018. During a firmware system upgrade the pulse generator went into back-up vvi mode. The patient was brought back into the clinic on (B)(6) 2018. The device was downloaded successfully. No further attempt was made to upgrade the firmware. The patient would continue with regular follow-ups. The patient's was asymptomatic after download.

Manufacturer narrative:
(B)(4).